Manufacturer narrative:
H.6. Investigation summary: a physical sample was received for investigation. It is observed that the stopper is incorrectly assembled. Additionally, when performing the leakage test assembled to the 10 pieces of retaining samples, no leakage was observed. The poorly assembled stopper is due to poor alignment of plunger timing with the stopper. Based on the number of defects reported by the customer these are within the acceptable quality criterion (aql). The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process.

Event description:
It was reported that 3 syringes 3ml ll 200 s/c experienced a defective/deformed stopper and leakage past the stopper during use. The following information was provided by the initial reporter: material no: 309657. Batch/lot: 8334572. Customert: this is one of the syringes that we had problems with today. They reported that this happened 3 times with the same lot number. You can see that the rubber stopper inside of the syringe folds over when drawn back and the medication leaks out the back.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 syringes 3 ml ll 200 s/c experienced a defective/deformed stopper and leakage past the stopper during use. The following information was provided by the initial reporter: material no: 309657. Batch/lot: 8334572. Customer: this is one of the syringes that we had problems with today. They reported that this happened 3 times with the same lot number. You can see that the rubber stopper inside of the syringe folds over when drawn back and the medication leaks out the back.